Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited an alert on the latitude remote monitoring system for high out of range pace impedance measurements on the right atrial (ra) channel. The patient will continue to be monitored. The products remain in-service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).